Manufacturer narrative:
Device was not implanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that after the arteriotomy locator and guidewire were removed from the insertion sheath and the insertion sheath was positioned. The angio-seal device was attempted to be inserted into the insertion sheath however the device could not be inserted. The angio-seal device was then replaced by another angio-seal device to achieve hemostasis. The replaced device was successfully inserted into the previous insertion sheath which had been already positioned and hemostasis was successfully achieved by the second device and the first insertion sheath. The blood loss was less than 250cc's. The procedure before deploying the device was (pci) percutaneous coronary intervention. A pre-deployment angiogram was performed. The puncture site was proximal to the inguinal ligament of the right common femoral artery. The vessel diameter was 6 mm. The size of the sheath ancillary used was 7 fr. There was no health damage to the patient. No equipment or other devices were used with the angio-seal device.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. One 8 fr angio-seal sts plus device was received for product evaluation. The device was returned with the arteriotomy locator. The returned components were subjected to visual analysis. There were no gross anomalies noted with the arteriotomy locator. The carrier tube assembly was mated with the hemostatic sheath and the deployment sleeve was in the rear lock position with the color bands fully exposed. The tamping tube was observed attached to the hemostatic sheath/ carrier tube assembly. Both the anchor and collagen were present and attached to the suture at the distal end of the tamping tube. The carrier tube assembly was removed from the hemostatic sheath and examined for any anomalies which may have led to the difficulty inserting the carrier tube assembly into the hemostatic sheath. The outer diameter of the carrier tube assembly measured and confirmed to meet manufacturer specification. The monofold of the hemostatic sheath was cut and the inner diameter of the sheath was measured and confirmed to meet manufacturer specification. The first hemostatic sheath the user tried to insert the carrier tube assembly into was not returned. The returned device had a hemostatic sheath mated with the carrier tube assembly with no anomalies. The investigation results verified that the actual sample was the normal product. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.